Event description:
Pt was admitted after auto accident with trauma to chest. Chest tube was inserted and connected to drainage unit. The pt went to or for thoracotomy. During preparation for surgery she had a cardiac arrest. After death the drainage unit was found to be clamped. It probably happened when someone leaned against the clamp & it closed. Pt had 3000cc blood in chest. Pt was very severely injured & had a lacerated vena cava, ventricle & liver, but the clamp should not be able to "clamp" so easily.